Manufacturer narrative:
During quality investigation testing the customer's complaint was confirmed; the device exceeded the maximum allowed temp rise. Further investigation revealed a broken rotor, motor, drive shaft, and bearing. The broken motor was identified as the primary cause of the failure. The broken parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a wisdom tooth extraction. No adverse event was reported; the procedure was completed with another drill without any procedure delay.